Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air got inside the bd discardit¿ ii syringe after medicine withdrawal, causing leakage at the plunger during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: DHR review on lot 1712158: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringe were packaged in machine nº2023 (december 12th ¿ 13th, 2017). Syringes were assembled in machine, nº4235, nº4253, nº4213, nº4212, and nº4203, in lot #7324982 (november 20th ¿ 27th, 2017), in lot #7331800 (november 27th ¿ december 4th, 2017), in lot #7338936 (december 4th ¿ 11th, 2017) and in lot #7345960 (december 11th ¿ 18th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7346934, #7338614, #7331814, #7325880, #7318865, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7346938, #7338619, #7331818, #7325884, #7318869 and no problems, defects or qn related to the reported issue were found. We have been provided with the affected sample. We have been provided also with four reference samples. A leakage through the plunger rod was observed in the provided sample. We could determine there was damage in the plunger rod by the evaluation of the plunger with magnification. We could confirm the reported issue. No issue was found in the provided reference samples. After the evaluation of the received samples, we conclude that the cause of the problem could was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that air got inside the bd discardit¿ ii syringe after medicine withdrawal, causing leakage at the plunger during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that air got inside the bd discardit ii syringe after medicine withdrawal, causing leakage at the plunger during use. There was no report of exposure, injury, or medical intervention noted.